Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: without clinically relevant supporting documentation and/or product return for evaluation, a thorough medical investigation could not be performed. Reportedly a gen ii pe insert dislocated secondary to a mechanical fall. Medical interventions remain unknown the root cause of the event was the reported fall. The patient impact beyond the reported dislocation could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient sustained a mechanical fall at home and was found extrusion of polyethylene.